Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited noise and oversensing, which appeared to be from minute ventilation (mv) signal oversensing. The patient was not pacemaker dependent. Programming options were discussed, and it was noted it was physician discretion how to program with non-pacer dependent patient's. No adverse patient effects were reported. The device remains in service.